Event description:
The facility reported an infusion pump with a failure code 403:317 during patient use. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.